Event description:
Reporter alleged blood glucose measured 379 mg/dl on the compact plus system and customer stated having no high glucose symptoms at the time. As a result, customer dosed 2 units of insulin instead of the normal 4 units of insulin and blacked out soon afterwards when talking on the phone with a relative. Customer indicated the relative called the 911 however does not recall the result obtained on the professional meter except stated she was being treated with an IV, contents unknown. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.